Event description:
The facility stated that the surgeon implanted a aa4203tf toric silicone lens. The lens trailing haptic tore upon insertion into the eye. The incision was enlarged to remove the lens and required a suture to close the wound. It was unknown what caused the trailing haptic to tear. The injector that was used was a msi-p and the cartridge that was used was mtc60c fp. The facility was unable to provide the injector and cartridge lot numbers.